Event description:
Litigation alleged, the patient suffered elevated cobalt levels within his blood, pain and clunking in his hip, decreased mobility, rashes, neuropathy, heart problems and hearing problems as a result of the implanted asr hip.

Manufacturer narrative:
Additional info catalog and lot number. Update - (B)(4) 2013 - ppd received. Part/lot updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).